Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called twice at the end of may and the beginning of (B)(6) due to extreme low blood glucose levels. Customer was not admitted. Customer stated that the sensor did not alert that he was going low. Customer stated that he was unresponsive and was given a glucagon injection at the time. Customer was uncertain of what caused the low blood glucose level. Customer mentioned that he is a brittle diabetic and issues like this do happen. Customer clarified that the issue was not due to any issue with the pump. Customer was given more glucose by the paramedics. Customer's blood glucose level was 32 mg/dl. Customer stated that he has not had any problems since the incident and is now very happy with the pump. No further assistance needed.